Manufacturer narrative:
(B)(4) = anti-backup. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip feed into the jaws? Did clip fire or deploy onto the tissue? Did the device jam? Did the device fire malformed clips? Was a cholangiogram done on the procedure? Was the device fired over a hard structure? The analysis results found that the er320 device was returned partially cycled with the jaws closed and one clip within them. In an attempt to perform functional testing, the cycle was completed and one conforming clip was formed and released. The next fed clip was removed in order to measure jaws width and they were found to be in good condition. In the next actuation, one clip was ejected and the trigger had to be manually assisted in order to returned to its open position. Then, the device was cycled and two conforming clips were fed and formed; finally the instrument locked out. During the analysis, the anti-backup feature was found non-functional. The device was disassembled in order to evaluate the condition of the internal components and the anti-backup lever was found to be worn out. No conclusion could be reached as to what may have caused the damage of the anti-backup lever and the feeding issue.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired four times on the patient. They continued to use the device to complete the procedure with no patient consequences.